Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-10938. E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿possible rupture¿, ¿capsular contracture grade iii¿ ¿pain¿ and ¿undulations¿. This record is for the left side. Device remains implanted.